Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, infection, urinary problems, organ perforation, chronic vaginal discharge and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to dyspareunia and mesh erosion. (B)(4).